Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was programmed with a basal profile and monitored. The insulin pump delivered properly. No basal anomaly was noted. The insulin pump was received with a cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer's father called stating he thinks his daughter's insulin pump is not delivering insulin. The device also alarmed motor error. Customer's blood glucose is 394 mg/dl. She treated with manual injections. Customer experienced thirst. In troubleshooting, the device passed all tests. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.